Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by a company employee that his daughter had a left eye infective mid-peripheral corneal ulcer. The treatment prescribed was ciprofloxacin (one drop for all waking hours) in combination with acyclovir two times (the night of (B)(6) 2016 and in the morning of (B)(6) 2016), then to ciprofloxacin only. Additional information was received on (B)(6) 2016 from the reporter who stated that he looked at his daughter's eye on (B)(6) 2016 and the ulcer had healed with a slight scar which will fade. The patient had no vision problems. The patient would be going back to the optometrist the following week for them to look at the eye for a final closing of the case. Additional information received on (B)(6) 2016 from the reporter who stated that on the night of (B)(6) 2016, the patient felt like there was sand in her eye (felt scratchy). On (B)(6) 2016, the eye was worse and she went to see her optometrist who confirmed that her left eye had an infective mid peripheral corneal ulcer (ICU). The optometrist prescribed acyclovir and ciprofloxacin. The patient also went in to see the doctor at the emergency department of the hospital. He said that she had been given the correct treatment and diagnosis so she continued using the same medications. At the time it was reported to be too early to do a proper check of her vision because she still had seemed to have edema and swelling. She had a follow-up appointment scheduled with the doctor on (B)(6) 2016. Additional information was received on (B)(6) 2016 from the reporter, clarifying that although the patient was prescribed acyclovir, she had no past history of any viral infections. Additional information was received on (B)(6) 2016 from the optometrist who confirmed that the patient's eyes are fine now and the patient had a change in prescription. Additional information was received on (B)(6) 2016 from the optometrist who stated that the patient was prescribed acyclovir initially due to her symptoms, which sounded more viral in nature. The patient described a foreign body sensation more than pain, and she has history of viral cold sores on her lips regularly. The patient's signs also had appeared more viral. The patient's lesion was epithelial, with less than 1:1 staining, irregular margins, and an unusual shape with the surrounding epithelium looked "bubbly." Her anterior chamber was clear. The patient's best corrected vision was 6/5 (right eye) and 6/6+1 (left eye) on (B)(6) 2016. The patient was using ciprofloxacin 3 times a day (duration unspecified). Her left eye corneal surface was irregular but the epithelium had almost sealed. There was some stromal haze that was not present on the initial presentation. She had a myopic shift in her refraction which they suggested may be transient until completely healed. The optometrist reported that it was their understanding that the patient saw an ophthalmologist on several occasions between when they initially saw her on (B)(6) 2016 and her last visit with them on (B)(6) 2016 and she was due for a final review with the ophthalmologist on (B)(6) 2016. Additional information was requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported on (B)(6) 2016 by the eye care professional (ecp) that the patient had a left eye infective mid-peripheral corneal ulcer. The treatment prescribed was ciprofloxacin (one drop for all waking hours) in combination with acyclovir two times (the night of (B)(6) 2016 and in the morning of (B)(6) 2016), then to ciprofloxacin only. Additional information was received on (B)(6) 2016 from the ecp who stated that they looked at the patient's eye on (B)(6) 2016 and the ulcer had healed with a slight scar which will fade. The patient had no vision problems. The patient will be going back to the optometrist the next week to review the patient and the case for a final closing of the case. Additional information received on (B)(6) 2016 from the reporter who stated that on the night of (B)(6) 2016, the patient felt like there was sand in her eye (felt scratchy). On (B)(6) 2016, the eye was worse and she went to see her optometrist who confirmed that her left eye had an infective mid peripheral corneal ulcer (ICU). The optometrist prescribed acyclovir and ciprofloxacin. The patient also went in to see the doctor at the emergency department of the hospital. He said that she had been given the correct treatment and diagnosis so she continued using the same medications. At the time it was reported to be too early to do a proper check of her vision because she still had seemed to have edema and swelling. She had a follow-up appointment with the doctor (B)(6) 2016. Additional information has been requested but not yet received.